Manufacturer narrative:
The manufacturer did not receive device or x-rays or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issue for which zimmer implemented a correction in july 2008. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). An updated report will be submitted once more info is received. (B)(4). Note: pt is a bilateral pt. (B)(4).

Event description:
It has been reported that the pt received a durom hip generic (exact device name not reported), left hip, on (B)(6) 2008. Due to hip pain, the pt is currently being monitored.

Manufacturer narrative:
This case was reopened on january 19, 2017 to enter additional information which was received on january 16, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 52/46 code l on (B)(6) 2008. Currently patient is being monitored due to unknown reasons. This is a bilateral claim. Right side complaint: (B)(4).